Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker showed six years on device longevity a year after implant and the health care professional (hcp) expected that the device would last longer. Moreover, as per current device check, the longevity dropped one year of longevity for only seven months. Boston scientific technical services (ts) confirmed that the atrial sensing was still on and likely it was the reason the unexpected longevity as fast atrial sensing can have a significant impact on device longevity. Ts recommended bringing the patient back to turn off atrial sensing. The product remains in service. No adverse patient effects were reported.